Event description:
Reporting status: malfunction. Reporting rationale: loose stent has previously caused or contributed to patient injury. Device issue: loose stent. It was reported that during preparation, when the protective sheath was removed, the stent was found to be off the markers. It had moved proximally on the balloon. The physician attempted to put it back between the markers, but the stent was loose on the balloon. A new mini vision was used to complete the procedure. No patient involvement was reported. No additional information is available.

Manufacturer narrative:
(B) (4). (B) (4). Results and conclusion summation - stent movement/loose stent can be affected by numerous factors including, but not limited to, positive pressure during prep, negative pressure during sheath removal, forced sheath removal, incorrect sheath sizing, or inadequate or improper crimping at the time of manufacture. To ensure that this is not manufacturing issue, all stent delivery systems are 100% visually inspected online for stent placement/security and dimensionally inspected to verify the crimped stent outer diameters. In this instance, the device was not returned for analysis, which would have assisted in the investigation. Based on the incident information, a conclusive cause for the reported complaint of loose stent cannot be determined.